Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 04/30/2025, it was reported that the patient experienced inaccurate cgm values. The rcvr alarmed saying that the readings were high at 256 mg/dl. He did not confirm a bg meter reading during this time. He got up and gave himself some insulin. Sometime later, he felt his heart pounding, sweating and felt weak, so he called 911. The medics came and they checked all his vitals and blood sugar. The blood sugar was low at 56 mg/dl and the rcvr was showing 187 mg/dl. He changed the sensor by this time and the medics gave him carbohydrates. Sometime later, the blood glucose meter reading went up to 110 mg/dl and the new wearable was working properly. The medics left as he was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.